Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mesh complications, vaginal discharge, nocturia, urinary tract infections, and pelvic pain.

Event description:
It was reported that following insertion the patient experienced mesh complications, vaginal discharge, nocturia, urinary tract infections, and pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rso. It was reported that the patient underwent laparoscopy and extensive lysis of adhesions, fulguration of endometriosis implants, injection of dehydrated alcohol on both sides of the pubic ramus just behind the subpubic angle and urethra on (B)(6) 2013; due to chronic pelvic pain, endometriosis, pelvic adhesive disease and osteitis pubis. It was reported that the patient underwent posterior repair on (B)(6) 2014 due to grade 2 rectocele. It was reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2014 due to chronic pelvic pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological sling procedure to treat stress urinary incontinence on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue, cuts to her vagina and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a revision of sling urethropexy and redo sling on (B)(6) 2011. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01501. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.